Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission 09/08/2015: device evaluation: the pump has been returned and evaluated by product analysis on 08/17/2015 with the following findings: evaluation revealed that the pump was returned with a dim display- letters have a red hue. The battery compartment cracked from bottom traveling to bumper. Battery cap unavailable, battery test cap used for testing.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
(B)(6).